Event description:
It was reported that the user transitioned from dexcom g6 to g7 with the ilet but selected the wrong sensor type and paired the dexcom g7 continuous glucose monitor (cgm) to a g7 receiver instead of the ilet, leading to incorrect pairing attempts until guided to switch the ilet sensor type back to g7 and reenter the g7 pairing code; this reflects an improper procedure and user handling, and no device component was implicated. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions and improper method, with no applicable device component involved. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.